Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set was difficult to disconnect from a non-baxter set and the "y" of another non-baxter product. The reporter stated that the luer connection was so tight that the clinician had to use clamps as pliers to open the connection and the non-baxter clave broke. This occurred during infusion of an unspecified drug. There was no leakage. Prior to connecting the products, the clave of the non-baxter device was swabbed with alcohol and dried. There was no patient injury or medical intervention associated with this event. No additional information is available.